Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has noise on the rate/ sense channel. No inappropriate shocks or pacing inhibition > 2 seconds. Patient has an underlying rhythm, not pacer dependant. Md suspects myopotential oversensing. All lead measurements ok. Md plan to bring patient to office monday (B)(6) 2011 and program least sensitivity. Not concerned about oft because believes intrinsic r waves sufficient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).